Manufacturer narrative:
A replacement unit was sent and the defective unit was returned to the MFR for eval. The eval results indicated improper seating of microprocessor board connector during assembly, service, or field repairs. The initial investigation also verified that there was no fire as a result of the smoke. Note: in response to the warning letter (B)(4) sub-zero reviewed all product complaints since january 2007 and identified this a reportable complaint that should have been reported.

Event description:
The customer stated that warm air 135 unit smoked, caught on fire when it was turned on this morning. The front frame melted as a result of this. The customer also stated the unit was working fine until last night with no issues. No one was injured. The unit was removed from the operating room immediately. (B)(4).